Manufacturer narrative:
The reported complaint has been confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) stated that after a few attempts, she was able to loosen the knob manually. She determined that the occlusion knob was over occluded. She tested the roller pump and was able to occlude the lines as expected. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was not occluding properly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.